Event description:
When physician was using a dissection balloon during laparoscopic surgery the balloon broke. He then removed the balloon and its parts and inspected the abdomen to be sure no pieces were retained. Staff notified the general surgical coordinator who packaged and retained the broken piece of equipment.